Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump for the past few days. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump would stop charging. Customer reported blood glucose level was not impacted. The pump was confirmed to be charging successfully with the same charging supplies at the time of the report. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the pump battery.